Manufacturer narrative:
(B)(4). Details of event continued. On monday pt had a venogram and CT to confirm issue. The PICC was removed. The pt was transferred to ICU and a chest drain was inserted and appeared to drain tpn. An interruption was reported, however, there was no death or ill effects. The pt was stabilized and discharged to go home. The doctor stated that pt had unusual anatomy. The device will not be returned for evaluation.

Event description:
It was reported that this pt has cancer of esophagus and in oncology, was having a PICC inserted for tpn (total parenteral nutrition). The right cephalic vein was accessed using modified seldinger technique without issues during initial access. The PICC was then inserted through introducer without wire until reaching 40cms at which point, it "bounced back". The doctor withdrew and reinserted, but same issue occurred. The wire was again withdrawn, and a second 80cm wire was placed in PICC and inserted 20-30cms, then a slide clamp was placed across to secure wire. The doctor managed to insert PICC 38cms then removed wire. Blood was then aspirated from proximal lumen only, nothing came from the distal lumen. A chest x-ray was performed and concluded that PICC was in upper svc, brachiocephalic vein, and tpn commenced that afternoon. Problems started 24 hours later when pt developed a right and left side pleural effusion due to PICC passing through superior vena cava into pleural space.